Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet displayed an ¿unable to proceed¿ with alert 42 during a supply change and would not complete a dry run or rewind, resulting in failure to infuse and a transition to backup therapy with subcutaneous insulin pens; the device component implicated was the motor. Symptoms included hyperglycemia with a reported glucose of 596 mg/dl and fatigue. Outcomes included a delay to treatment or therapy. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an insulation problem and linked the issue to a component failure of the motor consistent with a failure to infuse. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.